Event description:
"Bodyguard 545 color vision epidural infusion pump malfunction: the above epidural pump was set up for a postoperative patient by a qualified nurse and failed to deliver any medication over the course of several hours, evidenced by the patient's lack of pain control, and despite no pump alarms and the pump display screen indicating flow. When the pump tubing was disconnected from the patient and a manual bolus started, there was no fluid coming out the end of the tubing. Again, the pump did not alarm and the display screen indicated normal flow. This is the second time that I have had a pump malfunction in this way. These pumps are particularly prone to this problem because unlike the old pumps, they do not have a drip chamber that allows easy viewing of fluid flow. They also have a very small tubing to pump interface that is easy to load incorrectly, which was likely the underlying reason for failure in the two incidences that I witnessed. It is my opinion that further testing of the pump set up is necessary before each use. This could be done by capping the distal end of the tubing and starting the pump to verify that the pump can develop pressure within the tubing. This simple test would have prevented the 2 failures that I witnessed. Furthermore, it is not adequate to simply observe fluid flow out the end of the tubing when in priming mode because there is no back pressure on the pump. In one of the failures that I witnessed the pump was able to create flow when there was no resistance to flow created by a long thing epidural catheter , but it could not create flow when it was connected to the epidural catheter and subject to the increased flow resistance."